Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had the waveforms disappear and then the cns rebooted on its own. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had the waveforms disappear and then the cns rebooted on its own. No patient harm was reported.